Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrence incontinence due to urethral atrophy. A surgical procedure was performed which the cuff was removed and replaced with a smaller one. No further patient complications were reported.